Manufacturer narrative:
Device history record reviews of the cartridge lot indicate all quality control acceptance criteria were met with no deviations. No other similar problems have been reported for this lot. This is considered an isolated event. The cartridge contains standard luer components widely used throughout dialysis industry.

Event description:
When the nurse attempted to disconnect the continuous renal replacement therapy (crrt) cartridge tubing from the pt's hemodialysis (hd) catheter, it was noted that end of the crrt tubing had cracked and broken off inside the hd catheter. The existing hd catheter was removed and then a new hd catheter was inserted into the pt. No other medical intervention was reported.